Event description:
It was reported that the customer was taken to the hospital by the paramedics due to diabetes ketoacidosis and high blood glucose of more than 600 mg/dl. It was stated that the insulin pump alarmed no delivery constantly. The customer's brother requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.